Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they have mild crepitus in both the left and right temporomandibular joints during function and complained of tooth pain on the upper left molar. Contraindicated.